Manufacturer narrative:
This device is not cleared for sale in the united states but a similar device is commercially available for sale in the united states. A supplemental report will be submitted upon completion of the investigation.

Event description:
During omega twin hook surgery, when the surgeon was about to insert the twin hook in barrel of the side plate, it was not possible to insert it. Therefore the surgeon changed the twin hook to another new twin hook. There was no adverse consequence to the patient.